Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alerted 'the main arm cannot communicate with the motor arm' and 'the one minute non-destructive ram test failed' errors. The customer's blood glucose level was 182 mg/dl. It was reported that the customer was trying to calibrate and do a bolus and 'the main arm cannot communicate with the motor arm' error occurred. She was assisted in troubleshooting and she was able to clear the alarm as well as able to complete the insulin pump rewind. The customer was advised to perform self test and the test passed. The error table did not indicate that the pump error alarm was cleared. She was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.